Manufacturer narrative:
Qc prior to the event was within lab-established ranges, but qc after the event was out. Qc data was requested but not received. A field service engineer (fse) evaluated the instrument and found no issues. Ise health check testing passed specifications. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na) and chloride (cl) results generated by the synchron lx I 725 clinical system for four (4) patients. Calcium (calc) results were suppressed. The instrument did not generate calc results. The initial results were not reported out of the lab. The samples were repeated on the other instrument in the lab and those results were reported. Patient results are provided. Patient treatment was not affected in connection with this event.